Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure it failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was fine. However, returned device analysis revealed stent damaged.